Manufacturer narrative:
Product analysis the device was flushed, (photo 3) and an 0.014¿ guidewire was loaded, an indeflator was attached to the device and the balloon was inflated to nominal pressure of 9atms without difficulty, the balloon was then inflated to rated burst pressure (rbp) of 14atms without difficulty, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pta cb1413540040otw chocolate 014 balloon device was being used to treat a fibrous mid superficial femoral artery with calcification, tortuosity and 75% stenosis. Device was prepped with no issues identified. It was reported that during pressurization, the balloon ruptured before reaching the rated pressure and could not be inflated. The reported product was replaced with a standard balloon, and the procedure proceeded successfully. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.